Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
It was reported through the stryker facebook page, "...glad you had a good outcome. I was ask about to walk a few hours after surgery but my pain was excruciating and lasted for almost a year."